Manufacturer narrative:
The subject device is currently in process of evaluation by the manufacturer.

Event description:
Boston scientific neurovascular became aware of an event in which the patient was previously embolized in 2005, re embolization was performed 3 weeks later, due to coil compaction at the aneurysm. When the subject device was advanced to the lesion, after two other coils have been deployed, it was noticed that the main coil was long under fluoroscoopy. When the main coil was pulled back, it separated. The fractured tip of the main coil was pushed out into the aneurysm. When the remaining segment of the main coil was removed from the prowler 14 j-type catheter, it was not unravelled and within specification; the length of the coil was 3 cm. No complications where reported to have occurred with the patient as a result of this event.